Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on an unspecified date she experienced symptoms described as "dry mouth, frequent urination, and confusion". Customer tested her blood glucose and received a reading of 130 mg/dl which she perceived to be inaccurately low. Customer additionally reported that after falling asleep, her daughter could not wake her so the paramedics were called. Paramedics transported the customer to a local hospital and a reading of 659 mg/dl was reportedly obtained on the hospital meter approximately 3 to 4 hours after the adc meter reading was obtained. Customer was diagnosed with hyperglycemia and administered insulin via intravenous infusion. There was no report of death or permanent injury associated with this event.